Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside of the device and it passed.

Event description:
It was reported the customer was hospitalized for low blood glucose of 46 mg/dl. Customer's mother had to change the site twice due to no deliveries and auto off. Customer also experienced some instances of high blood glucose. Customer significant events leading to admission was he was throwing up, lethargic and running a fever. Customer was treated with IV during troubleshooting a motor error alarm was noted in the device history. Customer blood glucose currently was 234 mg/dl. Alarm occurred during basal delivery. Device was not exposed to an MRI but was exposed to an x-ray. Customer does not use the sensor feature. Customer's mother was able to complete the rewind process. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.